Event description:
A customer in (B)(6) notified biomérieux of a false negative cefoxitin screen (oxsf) for a staphylococcus aureus isolate in association with the vitek® 2 ast-p634 test kit (ref. 415671, lot 7340989203). The customer stated the initial results showed the cefoxitin screen positive and oxacillin mic =0.5mg/l. The vitek 2 advanced expert system¿ (aes) corrected the oxacillin result to r (resistant) as is usual. The customer's laboratory procedure is to confirm the results using a cefoxitin disc (following eucast methodology), repeat the vitek susceptibility card and perform a phenotypic meca test to confirm (B)(6). Upon retest and confirmation per laboratory procedure: cefoxitin disc was resistant (zone size= 15mm). Phenotypic meca test was positive. The ast-p634 card gave a cefoxitin screen negative result and oxacillin mic of 0.5mg/l (susceptible). The isolate was sub-cultured from the original plate again, and on third testing it also gave a cefoxitin screen negative result and oxacillin mic of 0.5mg/l. The fourth time of testing, it showed the cefoxitin screen positive and oxacillin mic =0.5mg/l. The isolate was referred to (B)(6) reference laboratory in (B)(6) where it was confirmed by pcr that the isolate was meca positive with sensitive oxacillin mic of 1.0mg/l. The customer stated the strain is available for submission to biomérieux. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false negative cefoxitin screen (oxsf) for a staphylococcus aureus isolate in association with the vitek® 2 ast-p634 test kit (ref. 415671, lot 7340989203). Biomérieux internal investigation was conducted using the patient isolate submitted by the customer. Organism identification to staphylococcus aureus was confirmed via vitek 2 gp ID test kit (ref. 21342, lot 2420864203). Ast testing included reference methods in addition to vitek ast-p634 testing (customer lot and random lot). Reference methods: - pcr meca/mecc was performed to check the presence of (B)(6) strain: the result was pcr meca (B)(6). - agar dilution (ad), the reference method used for oxacillin (ox) development (formulation ox101n) on ast-p634: result of ox mic = 0.25 mg/l susceptible. - kirby-bauer cefoxitin (fox kb), the reference method used for cefoxitin screen test with clsi diameters breakpoints used in development [>= 22 mm s ; <= 21 mm r] : zone diameter = 18.5 mm resistant. Vitek 2 method: - ast-p634 (customer lot 7340989203): ox mic >= 4 mg/l resistant and oxsf negative test (corrected to positive) results were obtained, with "modification of pbp (meca)" phenotype. This ox value does not correlate to the reference ad mic. The oxsf test obtained negative but corrected to positive by the aes due to the resistant oxacillin result. - ast-p634 (random lot 7340919203): ox mic = 0.5 mg/l susceptible and oxsf negative test results were obtained, with "acquired penicillinase" phenotype. This ox value is within essential agreement compared to the reference ad mic without any category error. The negative oxsf test does not correlate with the disc diffusion results (fox kb resistant). The associated growth graphs show a late growth of the strain. Vitek 2 ast-p634, lot 7340989203 met final qc release criteria. The lot passed qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (16sep2018 to 16oct2019). No ncmrs were written for the ast-p634 card for performance issues. Conclusion : - the false negative oxsf test is reproduced by the investigation. - the non-detection of the "modification of pbp (meca)" phenotype is due to false negative oxsf results. - the growth study of the strain shows late and atypical growth in the oxsf wells which explain the negative oxsf test results. The strain will be added to r&d's stock collection.